Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6001610 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6001610 was manufactured according to the wi version 75, in the machine multivac 12, on 02/jun/2023, with a total of (B)(4) units. Glue-tubing lot: the lot 3e03667 was manufactured according to the wi version 38, in the machine mp04, on 01/jun/2023, with a total of (B)(4) units. The lot 3e04499 was manufactured according to the wi version 38, in the machine mp04, on 31/may/2023, with a total of (B)(4) units. The lot 3e06015 was manufactured according to the wi version 38, in the machine mp08, on 31/may/2023, with a total of (B)(4) units. The lot 3e06017 was manufactured according to the wi version 38, in the machine mp05, on 01/jun/2023, with a total of (B)(4) units. The lot 3e06025 was manufactured according to the wi version 38, in the machine mp05 on 01/jun/2023, with a total of (B)(4) units. The lot 3e06027 was manufactured according to the wi version 38, in the machine mp04, on 03/jun/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 17/jul/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6001610 with no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.